Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 286 mg/dl while the sensor glucose reading was 40 mg/dl. The customer stated that the sensor reading was off which caused an alarm on the pump. The customer stated that the pump went into threshold suspend. The sensor will be returned for analysis.